Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced bleeding and hematoma. Manual pressure and a more forceful saturation were applied to stop the bleeding, but the patient continued bleeding overnight. The primary issue occurred when the puncture of the femoral artery was placed too high. When the sheath was moved forward, an attempt was made to push the blue part of the sheath under the skin. Upon repositioning the sheath, it was observed that femoral artery distension had occurred. The impella was subsequently explanted by vascular surgery. Post-explant, the patient developed angina pectoris, went into cardiogenic shock, and experienced multiorgan failure. Care was withdrawn, and the patient subsequently expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.